Event description:
It was reported that the patient was trying to connect her phone with her blue tooth headset in her car and she felt something. It was possible that her stimulation turned off. The patient does not have a return of symptoms. It was confirmed that her stimulation was on. Further information is being requested from the hcp.